Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The transseptal puncture was very anterior, so physicians had an aortic hugger. Physicians performed grasping a few times, when the anterior leaflet became stuck in the anterior gripper. While trying to release the leaflet, one of the gripper lines ruptured. The clip was removed and replaced with another to continue the procedure. One clip was implanted, reducing mr to grade 1-2.

Manufacturer narrative:
Na.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The transseptal puncture was very anterior, so physicians had an aortic hugger. Physicians performed grasping a few times, when the anterior leaflet became stuck in the anterior gripper. While trying to release the leaflet, one of the gripper lines ruptured. The clip was removed and replaced with another to continue the procedure. One clip was implanted, reducing mr to grade 1-2.

Manufacturer narrative:
All available information was investigated, and the reported broken gripper line was confirmed. The reported difficult or delayed positioning and difficult removal from anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning, difficult removal, and broken gripper line appear to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.